Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant: 2822825, 02-010-03-0350 - logic cr femoral cem, right, sz 5. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 61 yo male patient, who had an initial right knee revision procedure on (B)(6) 2022, underwent a second revision on (B)(6) 2023, approximately 1 month post the first revision. The patient was revised due to a swollen knee. Patient was last known to be in stable condition following the event. No product returning. Reason not reported. No further information. First revision reported under report number 1038671-2022-01636.